Event description:
Related manufacturer reference number: 1627487-2022-02236. It was reported the patient developed an infection at the left lead site. Surgical intervention was undertaken wherein the lead and burr hole cap where explanted. Infection is being treated with antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating the infection has resolved.